Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. Concomitant medical products: nv gxl liner neutral, 32mm ID group 1 cups (cat# 130-32-51 / serial# (B)(4)). Bone screw 6.5mm dia x 20mm long (cat# 120-65-20 / serial# (B)(4)). Bone screw 6.5mm dia x 20mm long (cat# 120-65-20 / serial# (B)(4)).

Event description:
As reported, approximately 7 years postop the initial right tha, the (B)(6) y/o female patient was having her right femoral head and poly exchanged. The patient was having groin pain. The hip was dislocated, and the femoral head was removed. The stem was checked and found to be well fixed. Attention was turned to the acetabular component. During attempted removal of the poly liner, the cup was found to be loose and was removed. The patient received a new cup, a new extended coverage liner, and femoral head with a +7 sleeve. A 15-30-minute delay was caused; however, the patient did not experience any adverse events as a result of the surgical delay/prolongation. The patient was last known to be in stable condition following the event. The devices will be returned for evaluation. Patient was last known to be in stable condition following the event. The device will be returned.

Manufacturer narrative:
After further review of additional information received. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the acetabular cup and the bone, which led to aseptic (non-infected) acetabular cup loosening. The most probable root cause associated with the reported event of "loosening - acetabular" is associated with weakened integration of the acetabular component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported, approximately 79 months postop the initial right tha, the patient was underwent a revision procedure to address pain. Revision surgery operative notes were provided. The patient was last known to be in stable condition following the event. The devices will be returned for evaluation. No further issues or complications were reported. No additional information is available.